Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).